Manufacturer narrative:
Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that the safety mechanism didn't engage & a needle stick could have occurred. Had a safety issue w/ an IV needle occur today. No needle stick. However, she stated that the safety mechanism didn't engage & a needle stick could have occurred. We do not have the lot # from the packaging, as it was thrown away prior to my knowledge of the incident, and it is an enteric iso room. It was a 22g bd saf-t-intima needle.